Event description:
It was reported that the patient's heart rate increased to 100 beats per minute when the left arm is lifted. The patient has chronic atrial fibrillation. Possible undersensing of the atrial fibrillation is causing the mode switch to go through different phases. The device was reprogrammed remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.